Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6 and h11 complaint conclusion: as reported, the tamp tube of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy and failed. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was fully engaged to the black handle with the stopcock in the open position. The syringe used in the procedure was attached with the vacuum mode activated, and the procedural cordis sheath used was returned attached to the device. The advancer tube was returned attached to the device, but the sealant was not received. The condition of the returned device likely indicates that the device was attempted to be deployed but the complete deployment was not successfully obtained. A distal damage was observed as the distal portion of the cartridge was not returned in what appeared as an intentionally provoked separation resulted from user handling. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that there were no problems in the device¿s deployment mechanism as this could be actioned as expected by advancing the advancer tube and removing the returned csi without impediment. A magnified analysis was done on the separated section, and scratch marks and elongations were observed near the separation border. This condition could be related to rough interactions related to the handling of the device or procedural factors. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still on the device. Additionally, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received with the shuttle cartridge damaged with the distal portion missing. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was returned with the sealant deployed and not included. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no problems noted during functional analysis. Regarding the observed condition of the shuttle cartridge separated portion, which was not reported, handling factors most likely contributed to damages noted as evidenced by the scratch marks and elongations found at the separated area. Evidence of scratch marks on the external surfaces of the shuttle tube suggests that the device had an interaction with sharp objects or mechanical damage, which likely contributed to the observed damage on the received device. Elongations are commonly associated with separations caused by material tensile overload; therefore, it is likely that the cannula was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tamp tube of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy and failed. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.